Manufacturer narrative:
Product ID 3708220, serial# (B)(4), implanted: 2013 (B)(6); product type extension product ID 3093-28, lot# va088yp, implanted: 2013 (B)(6); product type lead product ID 3093-28, lot# va088yp, implanted: 2013 (B)(6); product type lead product ID 37746, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported the patient had pain at the implant site. It was noted the patient had x-rays done in (B)(6) 2013. It was reported, the patient had an electrical leak. It was noted, the patient had an infection in (B)(6) 2013 and was on antibiotics. It was reported the patient¿s x-ray was done on 2013 (B)(6) and were normal. It was noted a reprogramming was done on 2013 (B)(6). It was reported, the patient had developed bowel and bladder incontinence. It was noted the patient had occasional spotting of mucous or blood-like discharge. It was reported the patient had dyspareunia.